Event description:
The facility reported a colleague infusion pump with a 803 failure code on channel a and other issues with channel c. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of the location of this event. The facility reported that there was no patient/user involvement, injury, medical intervention or adverse reaction in association with this event. The user interface module master software version for this device is 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. The reported problem was confirmed via the event history log review. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.